Event description:
Customer initially called to report no delivery alarms. Customer then mentioned being hospitalized for high blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.